Manufacturer narrative:
(B)(4) - damaged device. The sterrad 50 install date was 03/01/2007. The age of the device and frequency of use is unk; however, the device has only been processed twice and has never been damaged prior to this incident. The cleaning process was reported as unk. Previous sterilization or high level disinfecting modalities at this facility is unk. The sterrad 50 user's guide warns: know what you can process. Before processing any item in the sterrad 50 sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device mfrs' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device mfrs' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer representative for more info.

Event description:
A report was rec'd from the affiliate indicating the plastic tube peeled on a biliary tract fiber of an olympus device was peeled after processing in the sterrad 50. There was no injury to pts or healthcare workers. The affiliate indicated that the sales rep told the account the device was compatible with the sterrad 50, however, this was a mistake on his/her part. An instrument assessment was performed and the device MFR confirmed the device is incompatible with the sterrad.